Event description:
Litigation papers allege that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain and discomfort and inflammation in his right thigh and groin. He also experienced a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Patient also experienced loss of mobility. It is further alleged that due to patients chronic pain and discomfort and other symptoms, he will likely need to undergo revision surgery to replace the implant. Update: (B)(6) 2012 - medical records were received from legal. Part/lot information was identified. Additional medical records are available on external hard drive if needed for further review.

Manufacturer narrative:
Update 11/20/2012 - medical records were received from legal. Part/lot information was identified. Additional medical records are available on external hard drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Additional medical records are available on external hard drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI:(B)(4).

Event description:
Added stem on ip due to previously alleged large amounts of toxic cobalt-chromium metal ions. Added lawyer and law firm.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.